Manufacturer narrative:
Findings: unit unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 428 mg/dl at the time of the call. The customer stated that the insulin pump squirted out insulin during the manual prime process. The customer treated their blood glucose with a manual injection. The customer stated that the drive support cap is protruded. The customer was explained that the sensor was not detecting the reservoir. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.